Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Shock impedance measurements were noted to be 103 ohms in the rv to can programming configuration and were 99 ohms when programmed rv to right atrial (ra), with the average measurements being in the 60-70 ohms range. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi) and discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that further device evaluation showed all shock impedance measurements were within normal limits. Emi was determined to be the cause of the intermittent out of range shock impedance measurements while the patient was working with machinery.